Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during dwell three of four of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The power was cycled to clear the alarm and the patient was to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.